Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected, resulting in a blood glucose level of 45 mg/dl. Customer consumed carbohydrates to address the low blood glucose and did not require third-party assistance. Customer had manually turned off control-iq due to the issue, leading to improper basal delivery adjustments. Technical support educated the caller on the necessity of activating control-iq for proper function and explained how the system uses tdi information to adjust insulin delivery. Corrective actions included trouble-shooting the system and addressing programming errors, with the caller expressing understanding of the guidance provided.